Event description:
Customer reported at 10:30 pm, device = 180. Customer had eaten cake. Customer took a shot of insulin. Customer awoke at midnight and ate a banana and had some orange juice. Spouse gave pt 1/2 tube of glucose and pt passed out. Emergency medical technician (emt) was called and gave pt a shot, contents not provided, as well as an IV. Emt device = 300 mg/dl. Customer was taken to the hospital and remained for observation until glucose level on hospital device + 177 mg/dl. Controls were used, however were expired. A request was made for return product and replacement product was sent.